Event description:
It was reported that the implant at tooth site #30 lost integration due to peri-implantitis at the implant site and was removed. Patient functioned on the implant for 2 years then quickly developed pain with chewing and implant mobility.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. The following sections are being reported: b3: date of event was corrected. B4: date of this report was updated. B5: describe event or problem was corrected. D1. Brand name was corrected. D5: operator of device was corrected. G2: report source was added. G4: PMA/510(k) number was added. G6: type of report was updated. H2: type of follow up was updated. H4: device manufacture date was added. H6: event problem codes were added. H6: evaluation codes were added. H10: narrative/data was updated.

Event description:
It was reported that the implant at tooth site #30 lost integration due to peri-implantitis at the implant site and was removed. Patient functioned on the implant for 2 years then quickly developed pain with chewing and implant mobility.

Manufacturer narrative:
A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.